Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but will power on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
Evaluation of the AED and the log files related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined.